Manufacturer narrative:
B3: date of event - used the first date of the month of the aware date, as no event date is provided. Device evaluated by MFR.: the returned product consisted of an nc quantum apex balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a pinhole at the distal end of the distal marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. A 30mm x 2.25mm nc quantum apex balloon catheter was advanced for dilation. However, during inflation at 18 atmospheres, the balloon broke. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Date of event - used the first date of the month of the aware date, as no event date is provided.

Event description:
It was reported that balloon rupture occurred. A 30mm x 2.25mm nc quantum apex balloon catheter was advanced for dilation. However, during inflation at 18 atmospheres, the balloon broke. The procedure was completed with another of same device. There were no patient complications reported.